Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: biolox option, head, xl, 28/+7, taper 12/14 p/n 00877702804 l/n 2844958. Trabecular metal acetabular revision system acetabular augment p/n 00489405420 l/n 63271869. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products - part: 110024464 name: g7 dual mobility liner 44 mm f lot: 924650. Part: ep-200150 name: act arctic e1 hip brg 28x44 mm lot: 802000. Part: 010000996 name: g7 screw 6.5 mm x 15 mm lot: 3741173. Part: 010000996 name: g7 screw 6.5 mm x 15 mm lot: 3805567. Part: 010000997 name: g7 screw 6.5 mm x 20 mm lot: 3666651. Part: 010000997 name: g7 screw 6.5 mm x 20 mm lot: 3974192. Part: 010001000 name: g7 screw 6.5 mm x 35 mm lot: 3970984. The device was not returned for manufacturer evaluation. Although a revision surgery has been indicated, it has not been confirmed the patient has been revised and the devices are assumed yet implanted. Multiple MDR reports were filed for this complaint. Please see additional reports: 0001825034-2017-06908, 0001825034-2017-06909, 0001825034-2017-06911, 0001825034-2017-06912, 0001825034-2017-06913, 0001825034-2017-06914, 0001825034-2017-06125-1. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for revision due to infection. Attempts have been made and no further information has been reported.